Manufacturer narrative:
The complaint of a detached surecuff and heat sleeve is confirmed. Gross and microscopic examinations confirm a complete separation of the surecuff/ heat sleeve from the catheter. At this time the mechanism of damage is undetermined. The detached heat sleeve/surecuff was not returned for evaluation. A lot history review (lhr) of revf1242 showed eleven other similar product complaint(s) from this lot number. All complaints for this lot number (revf1242) have been reported from (B)(4) facilities.

Event description:
It was reported that on (B)(6) 2013, the patient came to hospital and the nurse found blood at the bedside. She reported it to the doctor. Then the doctor found the catheter was separated from the cuff. The new device was placed.